Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intrivia empty container could not be disconnected from a non-baxter administration set. This occurred during patient infusion of fentanyl/bupivacaine as an epidural solution. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.